Event description:
Patient underwent robotic assisted pyeloplasty. Intra-procedure, it was discovered that the robotic monopolar curved scissors were not functioning properly as they were not cutting or opening properly. Instrumentation removed from patient's abdomen. During inspection/cleaning on sterile field, wire tip fell out of instrumentation. Removed from sterile field. New instrumentation obtained, no harm to patient.